Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. Visual inspection revealed a fracture in the catheter tip was noted 0.6¿ proximal to the distal tip, as well as a bend in the catheter shaft noted 4.3¿ proximal to the distal tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The catheter tip was noted to be bent and fractured. The root cause of this issue was determined to be a design/process issue.

Event description:
This report is to advise of a fracture noted during analysis.